Manufacturer narrative:
The device has not bee returned to the manufacturer. The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that while treating an angiomyolipoma in the kidney. The md used a progreat 2.8 with a framing coil 14x35, he then requested the biggest hydrocoil available 20x30. The progreat had a hair pin turn almost folding on itself. The anatomy was very tortuous and the hydrocoil unexpectedly detached in the catheter. The progreat and coil were removed and a smaller hydrocoil was deployed with no issues. No injury was reported. The patient's condition is said to be "fine". The procedure outcome was successful, the microcatheter was removed and the coil was replaced.

Manufacturer narrative:
The device was returned for analysis without the pusher. The implant coil was noted to be stretched at the proximal end, with extended length of approximately 5cm. There was evidence of tensile failure of the monofilament proximal to the implant marker band. Based on the investigation and provided information, the complaint cannot be confirmed. The implant coil was noted to be stretched, not broken, and the pusher was not returned for evaluation. The specific root cause of this complaint is unknown; however, implant coil stretching indicates the device was subjected to forces that exceeded its design specifications.